Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. During revision, the helix of the rv lead failed to extend and retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.